Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was revealed that the right ventricular lead exhibited high pacing lead impedance and high capture threshold. It was noted that the lead was not dislodged. The right ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.